Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure on (B)(6), 2004.according to the complainant, the patient experienced pelvic pain on (B)(6), 2009 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.